Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported that she felt the cycler had overfilled her. All supply bags were empty upon cancelling treatment. Upon review of the treatment data by technical support, it was confirmed that the patient experienced iipv (increased intraperitoneal volume) of greater than 200%. The cycler will be replaced and the patient will utilize manual treatment.